Event description:
It was reported that the cable of the large needle driver instrument was broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed one grip close cable is broken at the distal idlers and the pulley spins freely. Engineering believes the cable broke under tensile loading. Other cables at wrist are not damaged. The cable adjacent to the broken cable is currently derailed and seated on the outermost distal idler pulley. The cable derailment may have contributed to the breakage. Engineering also observed the distal end of the main tube to have a 1.5 inch long, by .250 inch wide section with material removed on one side of the tube. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. The damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.